Event description:
The customer reported via phone call that she had to change her infusion set and at the fill tubing she did not see any drops. Customer also got a no delivery and cannot use the esc or act buttons. The pump was frozen for about 5 minutes before it cleared. Customer stated that the drops came through when she tried again. Customer thinks that there might have been too much air. Customer thinks that her basal rates are pretty high and if she does not eat frequently, her blood glucose gets low. Customer thinks that she has air bubbles in the tubing. Customer stated that a small piece has snapped out of the pump that goes in the top of the reservoir compartment. Customer stated that she was pressing the act and then esc button to try to clear the alarm and that is why the screen seemed frozen. Customer stated that the keypad is working and the screen was not frozen. Customer stated that it appeared that she had a slightly bent cannula but it is fine. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.